Event description:
It was reported that the lnq22 implantable cardiac monitor device "fell out" of the patient, indicating spontaneous explant or migration out of the pocket. Nightly transmissions were not occurring, and error codes 625 and 600 appeared when attempting to connect the application to the device. The device could not be interrogated. The patient presented to the office, and a chest x-ray was performed, which showed no evidence of the device being implanted. The patient recalled feeling something fall down their shirt while playing golf but was unable to locate anything. It was concluded that spontaneous explant likely occurred on or around (B)(6) 2025. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.